Event description:
The customer reported an error indicating a system restart which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The unit was turned off and on which resolved the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).